Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the electric pen drive device got hot while running and the cable device did not work when used together. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device got hot and had an unusual vibration. It was determined that there was heat and vibration during repair coming from the electronic control unit/electric motor assembly. The assignable root cause was due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.